Event description:
It was further reported that in december 2011, the patient experienced myocardial infraction.

Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, stent jailed occurred. The lesion being treated was located in the mid left anterior descending (lad). The lesion was 99% stenosed, 2.75mm in diameter and 26mm long. The lesion was treated with predilation and placement of a 2.75x32mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain and was admitted. An electrocardiogram was performed which showed no significant changes or st segment elevation. The patient's serial troponin levels did show a slight elevation (0.01, 0.13 and 0.11 ng/ml). Prasugrel was discontinued. The 75% ostial stenosis in the left anterior descending diagonal branch was jailed by the study stent. The condition was treated medically. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).